Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d1, d2a, d2b. Additional information: d4, g1, g4, h4. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information was requested, and the following was obtained: product code and lot number? --product code is w1770 and lot number is 106erm. Name of eye procedure? --pterygium excision and conjunctival flap coverage. On what tissue was the suture used? --bulbar conjunctiva and superficial sclera. How was the suture placed (interrupted or continuous)? --continuous what is the patient's current status? --symptoms improved. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of eye procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please provide the onset date/time of pain from the initial procedure (# of post-operative days). Location and character of pain? Is there any specific activity that precipitated the pain or eased the pain? Please describe any medical intervention given for pain management including medication name and results. If reoperation was performed, please provide the date and surgical findings. Did the patient have an infection? Why was the antibiotic solution prescribed? Was the antibiotic solution prescribed to treat an infection or was it to prevent an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of eye procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? What symptoms did the patient experience following the index surgical procedure? Onset date? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the patient have an infection? Why were the antibiotic eye drops prescribed? Was the antibiotic eye drops prescribed to treat an infection or was it to prevent an infection? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were any pre-op cleansing procedures changed recently? If yes, please describe. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Name of suture? Product code and lot number?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient had come to the hospital for surgical treatment because of pterygium. During the operation, the pterygium needed to be removed, and the conjunctival flap was taken from the body and sutured. The conjunctiva was cut open from the nasal side, bluntly separated, and the pterygium tissue of the cornea and conjunctiva was removed. The residual fibers on the corneal surface were cleared, and the fibrous vascular tissue under the pterygium was cleaned. Injected approximately 0.1ml of lidocaine injection into the subconjunctival space above the nasal side of the operated eye, and took a suitable sized conjunctival graft 2mm away from the edge of the cornual membrane. Moved the free conjunctival graft to the exposed scleral wound, ensuring that the conjunctival graft was evenly attached to the sclera of the pterygium excision wound. Aligned the edge of the graft well with the edge of the wound, and suture the conjunctival graft continuously with the edge of the implant bed. Post-op, the patient reported significant foreign body sensation. Timely use of antibiotic eye drops to avoid infection. It was recommended to wear bandage glasses or have amniotic membrane implanted in the eye to relieve pain and promote wound recovery. However, the patient refused due to self funded expenses. After surgery, local cold compress can be applied and protective goggles can be worn to avoid rubbing the eyes. Generally, discomfort disappears within 2 days after surgery. Additional information was requested.